Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual devices were not available; however, a photograph was provided for evaluation. A visual inspection using the naked eye was performed which showed a description of the transfer set, not the actual sample, and did not show visual evidence of the reported problem. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist clamp of an unspecified quantity of minicap transfer sets. The on/off mechanism came apart. This occurred during use of the devices for peritoneal dialysis therapy. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.